Manufacturer narrative:
It is reported that complaint product is available for product analysis. A product evaluation follow-up report will be submitted if product is received at our facility. There were no similar complaints reported for this batch number. There are numerous possible root causes of the burn event that exists, including but not limited to: inadequate skin preparation, expired or improperly stored pads, improper application of the pads, pads placed over the adipose tissue, scar tissue, bony prominence, pads may have become dislodge due to patient movement, and others. We are currently making a follow-up to determine the causes of the event. If additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported to boston scientific that during a flutter ablation, a patient experienced a second degree burn on the skin at the level of the ground pad edge after the first trial. Patient did not need a prolonged hospital stay through excision of the central zone of the burn was required to treat the burn. The physician used same device with a different batch number to finish the procedure. Patient was said to be okay.